Event description:
The complaint was reported by a customer from (B)(6): broken cassette door.

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The complaint was reported by a customer from (B)(6): broken cassette door.